Event description:
This case is cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 13-feb-2017 from a healthcare professional. This case concerns a (B)(6) female patient who received treatment with synvisc and later few days after starting treatment had pain, swelling and got aspirated 18 ml of mildly turbid fluid. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with synvisc injection at a dose of 2 ml (route, frequency: unknown; batch/lot number: 6rsp009; expiry date: may- 2019) into the left knee for osteoarthritis. On 5-jan- 2017, the patient received synvisc injection. On an unknown date in (B)(6) 2017, after the second injection, the patient experienced pain and swelling and they aspirated 18 ml of mildly turbid fluid and reinjected with cortisone. Corrective treatment: fluid aspirated, cortisone for aspirated 18 ml of mildly turbid fluid; cortisone for swelling and pain. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number 46594. The production and quality control documentation for lot 6rsp009 expiration date (05/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsp009 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 23-feb-2017, there were 4 complaints on file for lot 6rsp009: (1) adverse event report, (1) leaky syringe (1) broken syringe barrel and (1) tip breakage. Sanofi will continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for pain, swelling and got aspirated 18 ml of mildly turbid fluid. Additional information was received on 23-feb-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This case is cross referenced with case:(B)(4) (cluster). This unsolicited case from united states was received on 13-feb-2017 from a healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc and later few days after starting treatment had pain, swelling and got aspirated 18ml of mildly turbid fluid. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with synvisc injection at a dose of 2 ml (route, frequency: unknown; batch/lot number: 6rsp009; expiry date: may- 2019) into the left knee for osteoarthritis. On (B)(6) 2017, the patient received synvisc injection. On an unknown date in (B)(6) 2017, after the second injection, the patient experienced pain and swelling and they aspirated 18 ml of mildly turbid fluid and reinjected with cortisone. Action taken: unknown. Corrective treatment: fluid aspirated, cortisone for aspirated 18ml of mildly turbid fluid; cortisone for swelling and pain. Outcome: unknown for all the events. Seriousness criteria: required intervention for pain, swelling and got aspirated 18ml of mildly turbid fluid. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.